Event description:
During testing of the manual field size calibration on agility the off-set adjustments required a log out/ log in to take effect. The service engineer must have accidentally left an offset (4mm) on the x1 diaphragm. When making the adjustment, the service engineer did not see any effect on the light field so figured that it did not work. The service engineer thought he had changed it back but must have saved the wrong calibration. When the user logged back into the clinical mode the x jaw was offset 4 mm too wide. The physicist noticed it a few days later and the device was adjusted immediately to correct this. After analysis the customer traced that a few patients were treated with "hot" junctions. Elekta cannot determine whether these are regarded as mistreatments or not.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
Twenty-two patients were treated with "hot junctions". This means the patients were given more radiation at the junctions of the jaws than that originally prescribed. The hospital involved has decided that no further treatments are necessary for the affected patients. The hospital has already determined that the severity of the mistreatment's is small. The manufacturer's investigation concluded that the root-cause of the problem was the manual alteration of the x1 diaphragm offset calibration values and the unintentional saving of these changes into the system. Once the physics department noticed that the x jaw was offset this was corrected immediately in collaboration with the elekta service engineer. Manuals are being reviewed for improvements.